Event description:
A peritoneal pt called and reported that she tried to work with the message on the machine last night and could not clear the message. The pt reset up with new bags and tubing and opening the cassette she noticed that the domes had fluid in them. There is no sample. No report of ill effect.

Manufacturer narrative:
No sample was returned for eval, therefore, the complaint is deemed as unconfirmed. No further investigation required. Event data will be trended per quality data analysis procedure.